Event description:
It was reported that the patient underwent a two level cervical procedure at c4-c6 using anterior fixation. The patient complained of pain recently. The x-rays revealed that one of the bottom screws backed out. The revision surgery was performed approximately five and a half months post op to revise the construct. During the revision surgery, it was found that the locking flange on the plate broke.

Manufacturer narrative:
The plate and post op x-rays were reviewed. The lower locking mechanism breakage was confirmed. Five months post op, x-ray shows that inferior screw appears to have backed out about 10.5 mm. The intro-op x-rays show that the inferior screw crossing the medial line of the plate. This could increase the stress on the anti-migration cap.